Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported the patient's right patella was resurfaced. While performing the resurfacing, surgeon decided to revise the 2x11 ps insert to a 2x13 ps insert. Rep confirmed there are no allegations against the revised insert, provided the revision usage sheet, and confirmed that no further information will be released by the hospital or surgeon.